Event description:
It was reported that the patient had dizziness followed by sudden onset of loss of consciousness and seizure at home. The patient was transported by ambulance to the emergency room (ER) with persistent seizure. Heart rhythm in the ambulance and ER was sustained ventricular tachycardia (vt). The patient was intubated and cardioverted by direct current and pharmacological cardioversion. The patient was admitted to the cardiac care unit (ccu) for further management. The patient is enrolled in the (B)(6) study. The implantable cardioverter defibrillator (ICD) remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).